Event description:
The customer reported to olympus, when the camera head plug was moved, image was lost. The customer further reported that the camera head was still being used by the user due to a mix-up - without image errors, and the defective camera cable was replaced. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating that the reported issue occurred when the technician was changing the socket. Since the subject device was manufactured over 15 years ago, its record could not be checked. Since the subject device was not returned to the repair department, it was unknown if the phenomenon would be duplicated or not. Investigation was conducted based on the complaint information. It was confirmed the from the provided information that no image occurred. Olympus will continue to monitor the field performance of this device.